Manufacturer narrative:
Pump passed functional testing, including the operating currents test,self test, error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected failed battery alarm noted. Pump had cracked battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery before and after many battery changes. The customer's blood glucose reading was 213 mg/dl at the time of incident. Troubleshooting found that the failed battery alarm was cleared but would then alarm again. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.